Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient said they have had a uti for the last two months and were on their third antibiotic. The patient mentioned that the antibiotic they were taking is just for five days, after which they were scheduled for another urine culture. The patient said the doctor told them to wait until the uti was cleared up before trying anything, but in the meantime, they couldn't find a setting that worked. Therapy information and general programming guidance were reviewed. The patient mentioned that when they increased the stimulation, it was strong and irritating, so they did not go over 1.2. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they had a follow-up with their healthcare provider on may 20th,2025. Patient reported urinary symptoms.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they couldn't find a setting that worked. Therapy information and general programming guidance were reviewed. The patient mentioned that when they increased the stimulation, it was strong and irritating, so they did not go over 1.2. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they had a follow-up with their healthcare provider on (B)(6) 2025. Patient reported urinary symptoms.